Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set leaks at site and infusion set been in use for 5 days which leads to high bg and administered specific amount of ifs on (B)(6) 2026.